Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation. Additional information was requested, and the following was obtained: 1. What is the name of the procedure? Microvascular decompression surgery of the left facial nerve (craniotomy). 2. What were the diagnosis and indication for the index surgical procedure? Female, 52 years old, was hospitalized on (B)(6) 2022 for left-sided facial muscle spasm, and was discharged on (B)(6) 2022 after completing preoperative examination to exclude contraindications to surgery. On (B)(6) 2022, the patient felt swelling at the wound behind the left ear and had pain when local pressure was applied, so she was hospitalized again and treated with wound pressure dressing and lumbar puncture to measure cerebrospinal fluid pressure. After treatment, the patient recovered well and was discharged. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Female, 52 years old, was hospitalized on (B)(6) 2022 for left-sided facial muscle spasm, and was discharged on (B)(6) 2022 after completing preoperative examination to exclude contraindications to surgery. On (B)(6) 2022, the patient felt swelling at the wound behind the left ear and had pain when local pressure was applied, so she was hospitalized again and treated with wound pressure dressing and lumbar puncture to measure cerebrospinal fluid pressure. After treatment, the patient recovered well and was discharged. 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Hemostatic effect during craniotomy when brain tissue bleeds. 5. Where was the surgicel used (on what tissue)? Brain tissue. 6. Has any surgical or medical intervention been performed? The wound was dressed with pressure and the cerebrospinal fluid pressure was measured by lumbar puncture. 7. What is physician¿s opinion as to the etiology of or contributing factors to this event? The patient was poorly compliant and did not follow medical advice for pressure dressing of the wound after surgery and after discharge from the hospital. 8. What is the patient¿s current status? After treatment the patient recovered well and was discharged. The following information was requested, but unavailable: 1. Was there any intraoperative concurrent use of other products? Unk. 2. How much surgicel was used during the procedure? Unk. 3. Was the surgicel product left in place? Unk. 4. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pain? Unk. 5. What is the users experience w/ surgicel powder and other hemostatic agents? Unk. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and absorbable hemostat was used. The patient was hospitalized for a left lateral muscle spasm and underwent surgery on the third day of hospitalization, after completing preoperative examinations to eliminate surgical contraindications. The wound healed well after surgery and the patient was discharged on the tenth day after surgery. On the 18th day after surgery, the patient felt swelling in the wound behind his left ear and felt pain when pressed locally. He went through the hospitalization procedure again. The doctor put a pressure bandage to the wound, and a lumbar puncture was performed to measure cerebrospinal fluid pressure. After treatment, the patient recovered well and was discharged. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pain? What is the patient¿s current status? What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.